Event description:
On (B) (6) 2009, the pt reported "quite a while back" his infusion tubing separated at the infusion site and insulin began leaking. He noticed the issue when he felt leaking insulin during a bolus. His blood glucose was not affected. He stated that he is "pretty rough" on his infusion sets and it is possible that he pulled the infusion tubing causing the damage. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion set was discarded. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.